Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital with a possible gi bleed, though there were no signs of bleeding. The patient's hgb was 6.7 on admission which was a drop from 12.6 in less than one month.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.